Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.